Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this right atrial (ra) lead exhibited high out of range pacing impedances. A revision procedure was performed and this lead was surgically abandoned and replaced. During the revision, the ra lead was tested via a pacing system analyzer and high impedances and loss of capture were observed. No additional adverse patient effects were reported.